Event description:
It was noted that preoperative the impedance of some contacts on the right lead was too high. Contact 0&case, 0&2, and 0&3 were >4000ohms, <15ma. Intraoperative measuring of the lead directly also showed high impedance for all contacts. The lead was replaced. The extensions and implantable neurostimulator were also replaced. Postoperative measuring of the impedances showed no data out of range. The pt outcome following replacement was ok.

Manufacturer narrative:
(B) (4).